Event description:
The customer reported the system is displaying a table not ready error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. System operates as intended.(B) (4)